Manufacturer narrative:
Since the lead was surgically abandoned and will not be returned, boston scientific crm is unable to confirm the clinical observations.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was surgically abandoned due to a fracture. No adverse patient effects were reported.